Event description:
It was reported that the customer experienced high blood glucose levels. Her most current blood glucose level was 258 mg/dl. The customer reported that the insulin pump fell off of her and hit the floor, yanking the whole infusion set out of her body. The customer also received a no delivery alarm. The customer will be returning the product. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).